Event description:
The hosp reported that during the coronary artery bypass procedure, the aortic cutter created a jagged aortotomy. The surgeon used a replacement cutter to redo the aortototomy. No other pt complications were reported.